Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, our analysis of similar reports from older devices has been attributed to high contact resistence within the front panel membrane and that the keys do respond; however, they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. Analysis of reports of this type has not identified an increase in trend.